Event description:
Report of explant of device system due to " eroded through skin" received per annual device tracking report. Follow up with hcp revealed patient symptoms of redness, incisional wound opening and pocket erosion. The primary site of the infection was the device pocket. The pocket was cultured and grew staphylococcus coagulase neg. The device system was explanted and the patient received IV and oral antibiotics. The infection has resolved. The patient's risk factor was malnutrition or extremely thin.